Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was driving his car and he became dizzy; however, his tandem pump displayed 394 mg/dl. As the patient was pulling off the road, his dizziness increased, and he crashed into a car and house. Emergency medical services (ems) was called, blood test samples were obtained to rule out intoxication, and once a bg was performed was 24 mg/dl, the patient was treated with glucose gel. The patient was transported to the hospital where he was evaluated. It was not confirmed if the patient was hospitalized or released and what other injuries he may have sustained and any other medical treatments. The patient has since disconnected his pump until the inaccuracies resolve. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined.